Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Subject device has been received and evaluated. The manufacturing records were reviewed and no complaint related issues were found. The subject device was received broken in half. The measurable dimension of the flexible shaft were checked and found to be in compliance with the technical drawings and other specifications. The microscopic view of the surfaces of fracture did not show any anomalies. We suppose that the shaft broke due to a mechanical overloading situation while in use. The operating instruction points to the use of the shaft in 0.5mm increments from one size to another in order to prevent such occurrences. No product or material related condition was found. No manufacturing related fault could be detected.

Event description:
It was reported that the tip of the 5.0 mm flexible shaft broke during a procedure. The aprt that cracked and broke was retained on the tip of the shaft and nothing was left in the patient. This is report 1 of 2 for the same event.